Manufacturer narrative:
(B)(6).

Event description:
It was reported that the bivona tracheostomy tube split. The patient (a child) was living at home with a long standing tracheostomy tube. The tracheostomy tube had been insitu. The child alerted their mother that her tube felt funny. When her mother removed the tracheostomy tube she discovered that it had a spilt in it (just below the flange). A tracheostomy tube change out was performed as a result. No further patient injury or complications were reported in relation to this event.